Manufacturer narrative:
Device history record review conducted by (B)(4). All aspects were found to be within specification and all release criteria had been met. The product sample that was returned is not the actual complaint sample. The received sample is an unopened individual unit with the same reference number and lot number ((B)(4)) as reported in the complaint. The sample was inflated, submerged in water, and with heavy/firm manipulation of the balloon by hand, checked for evidence of leaking anywhere within the system. No evidence of leaking was observed. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other: actual device involved in incident was not returned to kimberly clark by the customer.

Event description:
Kimberly-clark received a report stating condensation in pilot balloon. Fills with water and not able to deflate cuff. Valve is leaking at the luer connection. Cuff is still leaking. Instead of 10-15 cm they needed 30 to fill the balloon. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).